Manufacturer narrative:
The investigation revealed that the customer used the software in a multi-workstation environment, which is a scenario not indicated in the dexis user manual. This reported issue is only obsereved when multiple instances of dexis (patient) administration are active, which is not considered to be a normal scenario for the use of dexis. The issue can be resolved by reloading the patient list in the active dexis administration window. The user is able to determine the correct patient image and no injuries have been reported. This consludes the investigation.

Event description:
It was reported that a different patient profile will launch when selecting a patient in the dexis imaging suite patient selection window. The customer reported that the incorrect patient is displayed when clicking directly on a patient's name in dexis administration screen. No injuries were reported. There was no impact to patient care.